Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a type iiia endoleak at the right iliac artery and secondary endovascular procedure. This is consistent with the reported adverse event/incident. However, the reported limb migration is unconfirmed due to the lack of the comparative images. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported as being stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections to d1-d4, g4, h6: h6 result code; remove 3233 h6 conclusion code; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post initial procedure, a type 3a endoleak due to migration of the limb stent graft was identified by a computed tomography (CT). An intervention was completed on (B)(6) 2020. The physician elected use a non- endologix (cook converter) device to resolve this event. The patient was reported as doing well.